Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient presented with inflatable penile prosthesis (ipp) inflation issues. A revision surgery was performed and upon opening the incision to the device the surgeon discovered the tubing to the pump was twisted and kinked, therefore, it inhibited the fluid to fully inflate the cylinders. Upon untwisting the tubing the device was fully inflating and deflating. The surgeon replaced the device to ensure a straight fit for the patient. There were no patient complications.